Event description:
A zoll distributor returned monitor sn (B)(4) indicating that the monitor was resetting.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As rec'd, the monitor was resetting. Upon eval, the monitor exhibited a ram failure at bga components u100 and u101 on ca board sn (B)(4). Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has been positively identified by the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.